Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) that resulted in bradycardia. The patient experienced intermittent syncope for the past month and needed to be evaluated in the emergency department. High capture thresholds were also noted. Boston scientific technical services (ts) was consulted and recommended further testing and reprogramming. Additional information was received that this lead was capped. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) that resulted in bradycardia. The patient experienced intermittent syncope for the past month and needed to be evaluated in the emergency department. High capture thresholds were also noted. Boston scientific technical services (ts) was consulted and recommended further testing and reprogramming. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) that resulted in bradycardia. The patient experienced intermittent syncope for the past month and needed to be evaluated in the emergency department. High capture thresholds were also noted. Boston scientific technical services (ts) was consulted and recommended further testing and reprogramming. No additional adverse patient effects were reported. At this time, this device system remains in service.